Event description:
It was reported that the preparation of a fox sv balloon was done using negative pressure, but not pre-soaked according to IFU. During the pre-dilatation of a moderately calcified, moderately tortuous, left inferior peroneal artery, the fox sv balloon ruptured at 6 atmospheres. They removed the fox sv balloon without resistance and used another fox sv balloon to dilate the lesion successfully. There were no adverse patient effects or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the rupture was unable to be confirmed, however, there was a tear in the shaft. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) -did not pre-soak balloon according to IFU. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.